Manufacturer narrative:
MDR-3009897021-2021-00048 submitted on 08-mar-2021 noted the following: correction: b3 date of event: (B)(6) 2021. Based on the correction provided, kci's assessment remains the same; it cannot be determined when the foreign body alleged to be v.a.c. Whitefoam¿ dressing was placed in the wound.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Whitefoam¿ dressing was placed in the wound. The foreign material was discarded and was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible use error. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On (B)(6) 2021, the following information was provided to kci by the home health nurse risk manager: the patient underwent back surgery and the physician ordered to fill the patient's pre-existing tunnel loosely with v.a.c. Whitefoam¿ dressings which the wound care center reportedly ordered in the initial activ.a.c.¿ therapy system order. The wound care nurse reportedly did not document that v.a.c. Whitefoam¿ dressings was placed in the patient's wound, and the patient subsequently experienced months of delayed wound healing. The physician subsequently took the patient back to the operating room where a foreign material alleged to be v.a.c. Whitefoam¿ dressings was found in the patient's wound. It is unknown when the alleged foreign material was placed in the patient's wound. The nurse noted the patient was not hurt. On (B)(6) 2021, the following information was provided to kci by the nurse: the v.a.c. Whitefoam¿ dressing was discarded and the lot number is unknown. Per review of records, the activ.a.c.¿ therapy system was placed on (B)(6) 2020 and was discontinued on (B)(6) 2020 as "goal of therapy met." The v.a.c. Whitefoam¿ dressing was discarded, and the dressing was not returned, therefore a device history review could not be performed.